Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented at a follow-up in-clinic, loss of capture was observed on the right atrial lead. Micro perforation was also suspected. The lead was explanted and replaced. The patient was stable and non-symptomatic.

Manufacturer narrative:
The awareness date should have been (B)(6) 2019 not (B)(6) 2019.

Event description:
New information received notes that high pacing thresholds were also observed on the right atrial lead.

Manufacturer narrative:
Additional information: the reported events of loss of capture and high pacing threshold were not confirmed by analysis. The analysis was normal. No anomaly was found. A lead tip stiffness test was performed and the lead was found to be within specification. The damage found was sustained during the surgical procedure.